Manufacturer narrative:
Engineering evaluation: the device was returned with a non-gore guidewire throughout the entire guidewire lumen. Evaluation of the returned device indicates a partially deployed outer zipper, with a broken fiber and knot in the deployment line at the area of deployment cessation. The distal shaft is kinked underneath the proximal side of the constrained endo at an area near the transition. During evaluation, the non-gore guidewire was left within the guidewire lumen. Deployment was attempted with traction at the knob and at the endoprosthesis, both of which attempts did not lead to continued deployment. During attempted deployments, bowstringing of the endoprosthesis was observed. Investigation conclusions: the primary reported device failure mode, inability to advance device through a sheath, could not be independently confirmed. Evaluation of the returned device does not include an attempt to insert the device into the size/ brand of introducer sheath reported in the complaint description, or an introducer sheath of known compatibility. The returned device has been used and manipulated in the field and subjected to additional shipping and handling. As such the device is no longer in its original condition. Furthermore, the clinical experience cannot be fully replicated in a laboratory environment due to in vivo characteristics (e.g., patient anatomy and disease state) that may influence advancement through a sheath. The root cause of the reported failure could not be established with the available information. The reported inability to deploy the device was confirmed through engineering evaluation of the returned device. The device was returned partially deployed with a broken fiber and knot observed in the outer zipper at the region of partial deployment. Deployment did not continue when attempted at the deployment knob or with traction applied to the deployment line at the endoprosthesis. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The cause for the inability to deploy is consistent with observations of a broken fiber and knot observed at the location of deployment cessation. However, the root cause of the observed damage could not be confirmed as the device has been manipulated for use and is no longer representative of its original condition. The manufacturing process includes 100% visual inspection of the finished device that includes ensuring there are no cut or broken zipper fibers or zipper tangles. No evidence of a manufacturing-related deficiency could be concluded, and the root cause of the inability to deploy could not be established with the available information, including device evaluation.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a stenotic / occlusive disease in the superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that an abbott winn¿ 200t, an abbott pilot 200 and a 0.018 abbott steelcore guide wire and an 8 fr sheath were used. The physician considered this a standard case referring to the patient anatomy. It was reported that the vsx-device was blocked in the sheath because of friction. The physician was not able to deploy the device and it was therefore not implanted. The device was removed, and another vsx-device was implanted successfully. There was no report of patient harm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: the device is available, but was not received yet. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. After receipt of the device, an engineering investigation will be conducted. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.